Event description:
The surgeon reported that the phaco tip broke off in the eye during the initial procedure. The surgeon stated that the tip was removed uneventfully and there was no pt impact. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 05/18/2009.